Event description:
It was reported bd safe-clip was unable to clip the needle. The following information was provided by the initial reporter, translated from spanish: "the patient's guardian communicates and tells us that his short needle has a fault that the needle does not enter, it is verified by connection via teams and we ask him to exercise, it is evident that indeed the needle does not enter, we proceed to take a batch of device for quality report.".

Manufacturer narrative:
H.6. Investigation: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to fully insert and clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip cutter not cutting needles as a result of it being blocked. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safe-clip was unable to clip the needle. The following information was provided by the initial reporter, translated from (B)(6): "the patient's guardian communicates and tells us that his short needle has a fault that the needle does not enter, it is verified by connection via teams and we ask him to exercise, it is evident that indeed the needle does not enter, we proceed to take a batch of device for quality report."